Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states.the event occurred in (B)(6).

Event description:
Patient advised that the on the last 2 headsets she has used, the plaster has come unstuck form her skin. No adverse event alleged. Device not available for return.